Event description:
Pt was instrumented with the trifix pedicle screw system in 2002. Two years post-implantation, the pedicle screw broke. No additional info has been provided to the MFR or the sales rep.